Event description:
Device issue: failure to deflate. Time of device issue: during stenting procedure. Adverse event: pain during procedure. It was reported that the 3.5 x 15 mm rx vision was advanced in the left main and iva. Direct stenting was performed of the lesion at the iva without incident. After stent deployment the balloon could not be deflated and the pt reportedly experienced pain. The physician used force to remove two guide wires and the inflated stent delivery system balloon (sds) from the pt's anatomy. At the control angiogram, a slight white mark was visible at the left main. Post dilatation was performed using a voyager nc balloon and the control was then normal and correct. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device remains in the pt. The lot number was identified. The review of the device history record is forthcoming. A f/u will be submitted with all relevant info.